Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01183.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to prevention of deep vein thrombosis and pulmonary embolism. Patient is alleging tilt, vena cava perforation, organ perforation and embedment. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, ¿the proximal tip of the ivc filter device is just below the level of the left renal vein and tilted to the left abutting the left lateral wall with 12'angulation. No stress fractures are seen. The posterior strut at the 6 o'clock position appears to perforate the posterior wall and is partially encased by an osteophyte at the inferior end plate of l3 and the anterior right lateral aspect. The anterior strut at the 12 o'clock position appears to be within a small mesenteric vessel and abuts the posterior duodenal wall but does not appear to penetrate the wall and is not encased by the wall. There are no strut fractures seen.¿